Manufacturer narrative:
Joerns healthcare is sending copy of report to lift manufacturer. As of this writing device has not been returned for the in-house evaluation.

Event description:
It was reported to manufacturer by facility; meadowbrook care center, per facility pt was in lift in a raised position and while in this position and moving the pt the scale detached from mounting bracket on top of the scale causing the pt fall and injury. Pt was taken to local hospital for medical exam and is currently still in the hospital. Diagnosed with "sub-dema hematoma" to her head. Manufacturer sent facility a new lift, lift in question is being return for in-house evaluation. (B)(4).